Manufacturer narrative:
(B)(4). Date of initial report: 08/20/2016. Date of follow-up report: 10/14/2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the activation button of electrocautery device got stuck and it did not return. The device continued to activate. A new device was used to complete the procedure without any harm to the patient.